Manufacturer narrative:
Medical device expiration date: unknown. (B)(4). Bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve damage was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sleeve damage as all samples met specifications. This complaint is unconfirmed as it is highly probable that the terumo vacutainer tube was used in (B)(6). The terumo product used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer blood transfer device holder with female luer adapter experienced poor sleeve function. The following information was provided by the initial reporter: the customer stated "when transferring blood into a terumo¿s tube, blood leaked due to the damaged sleeve. This seemed to be attributed to hcp¿s manipulative technique. Bd informed the customer of instructions in use of terumo¿s tubes."